Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer not sure how the casters cracked. Just that the black plastic wheel was cracked on both left and right side of wheelchair.